Event description:
It was reported that all components were explanted due to an unknown reason. No further information has been obtained despite good faith efforts. Additional information was received that the explanted products will not be returned per hospital policy.

Event description:
It was reported that all components were explanted due to an unknown reason. No further information has been obtained despite good faith efforts. Additional information was received that the explanted products will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 21101613. UDI: (B)(4).

Event description:
It was reported that all components were explanted due to an unknown reason. No further information has been obtained despite good faith efforts.